Event description:
Consumer reports multiple problem with meter, including accuracy issues. Analysis run on clark error grid using mean avg reading (285) as ref. Points vs. Bd readings (120, 450) yielded data points in c/d range of the grid, outside acceptable limits.